Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, 80% stenosed, mid left anterior descending (lad) artery the 3.0 x 23 mm multi-link stent was positioned and inflated and deflated at the lesion; however, the stent was not implanted. The stent implant was found still in the yellow protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for stent dislodgement reported from this lot. It should be noted that the multi-link 8 instructions for use (IFU) states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In addition, it was reported that the device was prepared while inside the patient. It should be noted that the multi-link 8 instructions for use (IFU) instructs the user to prepare the device prior to entering the body. Based on the information reviewed, there is no indication of a product deficiency.